Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the anterior chamber tore. The lens was removed and a three-piece lens was implanted. Additional information has been requested from the facility but supplemental medwatch will be sent.